Manufacturer narrative:
Unit passed the displacement test, basic occlusion test and occlusion test. Unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test due to priming anomaly. No motor error alarm noted. The motor was tested outside the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was assisted with displacement test and the test was ok. The insulin pump will be returned for analysis.